Manufacturer narrative:
An event of aortic stenosis, calcification, perivalvular leak (pvl), fatigue, dyspnea, heart failure, and hospitalization were reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the available information, the cause of the reported event could not be conclusively determined. The reported hospitalization and surgical intervention were result of case-specific circumstance as the patient was admitted and a tavi procedure was performed (valve-in-valve). H6: medical device problem code: 4066.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2015, a 21mm trifecta valve was implanted. On (B)(6) the patient returned with weakness, dyspnea, and heart failure. On echocardiogram, trifecta valve stenosis, calcification and perivalvular leakage were diagnosed. On*(B)(6) 2024, a 23mm navitor vision transcatheter aortic valve (serial: (B)(6) was implanted valve in valve into a 21mm trifecta valve. After implantation, the valve was post dilated with a 20mm balloon to optimize valve in valve result. The result was excellent with no gradient and no perivalvular leak. There were no patient effects during the intervention.